Event description:
The customer reported the system displayed a generator error message followed by a system shut down. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. The system operates as intended.